Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. The log files didn't show anything related to communications, and most of the recommendations were for reload system software. The fse reloaded the b17 software and retested, also the safety disk were about 2 million cycles past due. The fse then performed all functional tests and validated calibration, and cleared the unit for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an internal communication error, along with a high pitch noise. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g4, g7, h2, h6(problem code), h10.

Event description:
N/a.